Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by (B)(4). Device returned to (B)(4).

Event description:
Information was received that a revision procedure was performed on (B)(6) 2017 for final fusion. During a review of investigation findings from (B)(6) it was identified that the rod had a pin failure. No other information in relation to patient has been reported.

Manufacturer narrative:
Updated section b5 to state lirc

Event description:
Information was received that a revision procedure was performed on (B)(6) 2017 for final fusion. During a review of investigation findings from lirc it was identified that the rod had a pin failure. No other information in relation to patient has been reported.

Manufacturer narrative:
There complaint was reevaluated and the reported event did not occur on the rod within the report. This report was inadvertently submitted and is not needed.